Manufacturer narrative:
B5: describe event or problem: it was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: "three (3) lpns(licensed practical nurses) brought safety glide needles that malfunction - total of 7 needles. They stated that they then tried another needle (same lot) and they worked. This was the 25g x 1 inch safetyglide needle."

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: "three (3) lpns(licensed practical nurses) brought safety glide needles that malfunction - total of 7 needles. They stated that they then tried another needle (same lot) and they worked. This was the 25g x 1 inch safetyglide needle."

Event description:
It was reported that 7 of the bd safetyglide¿ needle were defective. The following was received from the initial reporter: three (3) lpns(licensed practical nurses) brought safety glide needles that malfunction - total of 7 needles. They stated that they then tried another needle (same lot) and they worked.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5144845]. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.